Manufacturer narrative:
There was no unexpected numbers ramping or scrolling during testing. The unit had intermittent up button response due to a corroded keypad. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at reservoir tube window corner, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report scrolling numbers on her keypad during a bolus. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.